Event description:
Customer complaint is internal leaks of the dialyzer. All reported from reprocessed dialyzers using heated citric acid. The number of occurrences was reported as "several". One patient treatment event reported as internal"blood leak" and "several integrity failures" with this noted lot number. Customer considers this an unusual number of failures. No samples available. Awaiting further information from customer concerning clinical information such as ebl. 06/28/1999 further information received. Blood loss estimated at 200cc due to discard of the extracorporeal circuit. Blood was visualized in the dialysate at the last hour of treatment. There were no associated adverse effects to the patient and no medical intervention was reported. MDR filed due to blood loss reported